Manufacturer narrative:
(B)(4) needle blocked/occluded. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during an endoscopic polypectomy procedure performed on (B)(6) 2016 to treat colon polyp. According to the complainant, upon preparation, a saline solution was injected into the interject needle device. However, during the procedure, the needle got blocked/occluded and impossible for the physician to inject through the device. The procedure was completed with another interject needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found no issues. A functional evaluation was performed by injecting water through device and the water passed through without issues. The reported event of interject needle blocked/occluded could not be confirmed. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used during an endoscopic polypectomy procedure performed on (B)(6) 2016 to treat colon polyp. According to the complainant, upon preparation, a saline solution was injected into the interject¿ needle device. However, during the procedure, the needle got blocked/occluded and impossible for the physician to inject through the device. The procedure was completed with another interject¿ needle device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.